Manufacturer narrative:
(B)(6). The device was manufactured 09 november 2018 - 10 november 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.